Event description:
Routine complaint investigatioin when a consumer reported receiving imprecise back to back readings from their optium blood glucose monitor. The values, when plotted on a clarke error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no complaint of death, serious injury or mistreatment associated with the event.